Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 428 mg/dl. The customer was assisted with troubleshooting. The customer reported a leak from top of the infusion set where the needle was removed. The customer stated that they had to cover the top the infusion set to prevent the leak of the insulin. The customer mentioned that they faced a similar issue with 2 more infusion sets of the same lot. The insulin pump was not in auto mode when they experienced the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.